Event description:
It was reported that intermittently, the 8800 system displays error code (regulator and charger failure). It was noted that the problem does not interfere with cases and there was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the high voltage generator batteries. The system was tested and found to be working as intended, and placed back into service.